Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Per photo attached to the complaint, the locking pin does show some damage confirming the stated failure. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, 125 rad drill gde drop didn't accept lag screw drill sleeve. Adjusting the locking part, the lag screw drill sleeve finally slided into the 125 rad drill gde drop. No serious injury. 1 minutes delay. The surgery completed using the complaint device.